Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted sharp damage on the trocar circular seal. It was reported that a component disengaged from the device into the surgical cavity, and the seal was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, when clipped to a vessel, the seal got damaged when a 10 mm clip made by another manufacturer was inserted. It dropped into the body. The damaged seal's fragment was noted and it was retrieved with forceps and the surgical time was extended by 15 minutes. A new product was used to resolve the issue. There was no patient injury.